Event description:
Surgeon concerned that covidien eea stapler not functioning properly. Concern initiated after anastomosis completed but not able to identify 2 distinctive tissue donuts. Only the proxima donut was visualized, the distal donut could not be located. Surgeon had to re-anastomosis after this realization and could not attain original surgical goal of colostomy take down.